Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after completion of a transcatheter aortic valve evfxplus-26 implant procedure, the patient went into shock while the physicians were unscrubbing. Cardiopulmonary resuscitation was performed for over an hour without success, and the patient did not survive despite resuscitation efforts. The valve was implanted with no complication and good coronary flow noted during the procedure. The physicians were unsure of the cause of death but suspected suicide ventricle as a possible cause.